Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure needles fell out of the same endostitch device while suturing. The needles fell out of the jaw after the surgeon made numerous successful passes. There was no patient injury or hazard. There was no delay in surgical time of more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the needles demonstrated no abnormalities. A pmv device was used for the needle testing. Each needle was found to function properly when applied through layers of test media. No difficulty was experienced in loading, unloading, or toggling each needle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device was difficult to toggle, load and unload. There was no unanticipated tissue loss. There was no blood loss of 500cc or more.